Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, product performance data was collected from the device and analyzed. Analysis of this data indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the lv (left ventricular) pacing lead was rising. It was also noted that there was an oot subthreshold lead impedance alert that occurred on (B)(6) 2014. And the max lv pace impedance varies, rises from 1064 ohms the week ending (B)(6) 2014 to greater than 4000 ohms the week ending (B)(6) 2014.

Event description:
It was reported that thirteen days post implant there was a rise in the left ventricular (lv) lead pacing impedance. The patient was brought back in. In the cath lab they found that the lead pulled out of the header without backing out the set screw. Then when reconnecting it, it took over two turns to bottom against the lead pin and the ratchet to engage. Measurements were then taken and all measurements were normalized at that point. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d4 implantable cardioverter defibrillator implanted: (B)(6) 2014. A 407652 implantable pacing lead implanted: (B)(6) 2014. (B)(4).